Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor display image was not working. Review of the log file didn't confirm the reported issue. The fse performed system troubleshooting by checking the monitor and the cabling and found no issues with the adapter or cabling. So, the fse confirmed the issue with the monitor. The fse replaced the monitor to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor failed to display images. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.